Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and determined that the collar wash valve did not function properly and was leaking intermittently. The fse performed repairs by replacing the collar wash valve which resolved the issue. The system functioned properly without any signs of further patient failure or leaking issues. Patient demographics (age, date of birth, gender, and weight) were not provided for this event.

Event description:
The customer reported obtaining false low glucose (gluh) results for patient samples, involving the unicel dxc 600 synchron system. The customer provided a total of forty one (41) results of patient samples, but three (3) repeat results were present. The instrument performed critical reruns of three patient samples which generated higher gluh results considered correct. All gluh results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Calibration passed and qc (quality control) results were within the established specifications.